Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va0y8gr, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient fell and broke their back, and then stated that they had ¿device pain.¿ the healthcare provider¿s office had the patient turn the device off, but the pain persisted, so the patient requested that the device be explanted. It was noted that the ins was completely explanted, the lead was partially explanted, and the patient still had pain after the device was removed. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va0y8gr serial# implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead continuation of: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, serial # (B)(4), showed no anomalies and passed final functional testing. Good, stable output was observed on all electrode pairs when referenced to one electrode. The telemetry was determined to be acceptable. Analysis of the lead model 3889-28 lot # va0y8gr showed no significant anomalies and that the conductors were stretched/crushed consistent with explant damage. The distal end of the lead was not returned. There were suspect tool marks on the outer insulation consistent with the use of a tool. The lead was tested at the cut end of the returned lead and good, stable output was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0y8gr, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) it was reported that health care professional (hcp) requested for MRI compatibility guidelines due to a problem that was not related to the device/therapy. No patient symptoms were reported. The hcp further reported that the ins was completely explanted while the lead was partially removed. The hcp reported that the CT scan showed lead fragments in the sacral area. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the lead fractured while being removed. The cause of the pain remains unknown and was deemed not related to the device. The date of the fall was not known. No further information received.